Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This emdr represent the bard flat mesh (device #2). An additional supplemental emdr was submitted to represents the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two bard flat meshes (device #1 - right & device #2 - left). Per operative notes, ¿the two bard flat meshes (device #1 & device #2) were placed and tacked.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair. Per operative notes, ¿ilioinguinal nerve dissected from the cord. The bard flat mesh (device #1), mesh was not attached to cooper¿s ligament. The mesh was sutured with cooper¿s ligament.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair. Per operative notes, ¿ilioinguinal nerve dissected from the cremasteric fibers. The bard flat mesh (device #2) pulled away from cooper¿s ligament. The mesh was restacked into cooper¿s ligament.¿